Manufacturer narrative:
In trouble-shooting, scan quality reported good. Pointmerge points selected well, however, patient scan was 2 months old. Recommended proper registration techniques. On 07/01/2016 software investigation completed. Findings are that per review of the image, the reported symptom was caused by the fact that the scan was greater then two months old and the pointmerge points were not well centered. Software is functioning as designed. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the site was unable to register the patient successfully. They had attempted using tracer registration, 3 point tracer, and pointmerge, however, were still unable to register. The surgeon opted to discontinue the use of the navigation system and halt the procedure to be re-scheduled. Delay was less than one hour. There was no harm to the patient.

Manufacturer narrative:
Patient ID and patient sex now provided. The instructions for use (IFU) that accompanies the device provides guidance for multiple registration methods.